Event description:
High atrial lead impedance (above 3000 ohms) and noise in the atrial channel were observed during the follow-ups performed on (B)(6) 2014.

Manufacturer narrative:
Please refer to the attached analysis report.